Manufacturer narrative:
Phone number unknown as not provided by reporter. (B)(4). Event evaluation: still under investigation.

Event description:
During a cardiac arrest intervention, it was impossible to insert the needle into the pt's tibia on first attempt, which delayed the injection of adrenalin. Update from customer complaint form received (B)(6) 2012: impossible to insert needle into pt's tibia. Needle broke, but no part stayed into pt tibia, so they used another method: a peripheral access catheter and it was ok. Adrenaline injection to pt was delayed. Pt expired, but doctor explained to the rep that it is not due to failed intraosseous insertion procedure, but due to the pt pathology. The complainant did not report any adverse effects ont he pt due to this occurrence.